Event description:
This pt was undergoing a coronary artery bypass graft procedure. The anesthesiologist placed the endocoronary sinus catheter using transesophageal echocardiographic for guidance. Ventricularization of the pressure wave was seen without inflating the balloon. Using fluoroscopy, it was determined that the catheter had been advanced too deeply within the sinus. The catheter was pulled back 2 cm. Contrast was injected through the central lumen and appeared to stain the adjacent tissue. There was no hemodynamic compromise. When the surgeon opened the pericardium, he saw a hematoma on the heart. It appeared that the coronary sinus had been damaged, but sutures were not placed at that time because a thin layer of tissue still covered the sinus. The CABG was then completed, using only antegrade cardioplegia. After the pt was weaned off cardiopulmonary bypass, the injury site began to bleed. Two stitches were placed at the site of the perforation. The pt recovered without sequellae.